Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination found that, contrary to the initial report, the lens was returned in one piece. The lens was received with surface residuals adhered to the optic body compatible with handling the lens out of a sterile environment. No other unacceptable cosmetic condition or cut in the lens was found. Device manufacturing record was reviewed with the following results: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during implantation of an intraocular lens (iol) the lens ''flipped'' while being implanted into the patient's eye. The incision was enlarged, the lens cut into pieces and removed. The patient is reported to be doing well.